Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the cause of the migration was not determined. They were not able to determine which lot number is the lead that moved. No additional information was provided.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via manufacturer representative, concerning patient with an implantable neurostimulator (ins). It was reported the ins was not covering the patient¿s right leg. Impedance was within normal limits. Program 0-7 causes ¿pressure¿ in the right lower back per patient. Program 0-7 was deleted and the healthcare provider was ordering x-rays of the lumbar/thoracic to check lead placement. No further complications were reported/anticipated. On (B)(6) 2018, additional information received from the rep reported that the x-ray showed that the right lead that provided coverage for the right leg had migrated down and out of the epidural space. The doctor was going to schedule a lead revision to replace the right lead. Left lead providing coverage of left leg as needed. No further complications were reported/anticipated.